Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a microclave clear neutral connector generated a leak during patient use. It was stated in the report that there was a faulty connector (mirco clave). The nurses have advised that this has happened a few times. Someone became aware of the issue during observation. It was unknown if the product was contaminated or contained a biohazard or chemotherapeutic agent. A sample video was provided showing the product involved connected to a set and syringe, and liquid was coming out from the product when the syringe plunger was pushed. There was no patient harm reported.

Manufacturer narrative:
Updated information: d9. Investigation summary: a video was provided showing a set with a microclave at a y-port. In the video, a syringe infuses fluid proximal to the y-port and fluid leakage is observed from the head of the inactivated microclave. The reported complaint can be confirmed from the video provided. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history record could not be reviewed due to the unknown lot number.